Manufacturer narrative:
(D10) concomitant devices: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6). 320-46-00 - equinoxe reverse 46mm humeral liner +0: (B)(6). 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 year(s) and 19 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a dislocation from opening the fridge that resolved on its own, see (B)(4). Approximately 3 year(s), 9 month(s), and 16 day(s) later, the patient experienced another dislocation from bench pressing at the gym. The patient underwent a standard reverse revision for the second dislocation and the outcome of this event is now considered resolved. The case report form indicates that this event is unlikely related to the device and possibly related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. B3: corrected. H6: corrected investigation clinical codes.